Manufacturer narrative:
Initial reporter address: ave ponce de leon parada 37 1/2 hato rey. Upon inspection, baxter technician ran a function test on the keypad and touchscreen keys. The baxter technician thoroughly inspected the centrella bed and was unable to duplicate the reported issue. The centrella bed functioned as designed. However, if the reported event of a bed moving by itself were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Baxter received a report that centrella med-surg had bed expands and picks up on its own. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.